Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a follow up device check, a mini thoracotomy was preformed. The patient's lead had become dislodged and perforated through the right ventricular apex. The lead was retracted into the right ventricle and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.